Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer blood glucose was 30 mg/dl and ambulance came gave him an intravenous and his blood glucose started coming back. Customer reported they had to call ambulance and almost died because he did not have a working meter. The customer was offered to troubleshooting and declined. The insulin pump will not be returned for analysis.